Manufacturer narrative:
The device has been received and the evaluation is underway. There were two possible lot numbers provided - 58861586 and 58870879. 58861586 - expiration date: 11/30/2011; approximate age of device: 6 months; device manufacture date: 05/15/2010. 58870879 - expiration date: 11/30/2011; approximate age of device: 5 months; device manufacture date: 6/03/2010.

Event description:
It was reported that when the customer tried to apply ventricular pacing during use; the atrial pacing was started. They suspected that the catheter position could be wrong and the position of the catheter tip was checked. After checking the position, they retried the ventricular pacing, but the catheter began to atrial pacing. When they tried to apply atrial pace to the catheter at the end of the surgery, it began to ventricular pace.

Manufacturer narrative:
The irvine evaluation laboratory received one d205hf7 catheter with the arrow introducer and contamination shield detached. The arrow introducer has a flexible (accordion) section on the proximal end of the sheath allowing the sheath to bend at a 90 degree angle. Examination of the catheter body found slight indentations 42cm proximal of the catheter tip and also a kink 15cm proximal of the tip. All through lumens are patent and did not leak. The balloon inflated clear and concentric and did not leak. Continuity testing found two electrodes with an open condition. The ventricular proximal and atrial central were both found to have open conditions. The ventricular distal, atrial distal and atrial proximal were found to have continuity without an intermittent or open condition. Testing for a short condition was performed and a short was observed between the following electrodes, ventricular distal to atrial proximal, ventricular distal to atrial distal, atrial distal to atrial proximal, atrial central to ventricular proximal. The electrode lead wire connector was opened and examined; there were no obvious shorts observed. The electrode lead wire extension tube was cut 5cm distal of the connector housing to expose the lead wire. There were some small moisture droplets visible on the lead wires when exposed. There were no open, intermittent or short conditions observed when continuity testing was performed on the isolated lead wire and connector housing. Continuity testing was performed on the electrodes of the catheter body section. The ventricular distal electrode was found to have an intermittent condition at the electrode. A short condition was observed between the atrial central and atrial distal electrodes. A visual inspection of the electrodes was performed under the microscope at 10x magnification. The atrial central and ventricular proximal electrodes were found to be damaged and missing adhesive around the edges of the electrodes. The pacing lead wire lumen was pressurized using air and moisture was observed leaking from around the ventricular distal electrode. Leak testing was performed using air, and both damaged electrodes were found to leak. There was no blood found inside the connector housing or extension tube. The moisture was removed from the pacing lumen using air and continuity testing was repeated. With the moisture removed the ventricular proximal electrode was the only electrode with an intermittent condition, all others were found to have good continuity without intermittent or short conditions. The ventricular proximal electrode was examined and found to be damaged with a bent electrode and adhesive separation. Conclusion, the leaking electrodes allowed fluid into the lumen creating the short condition and giving erratic readings between the electrodes. The intermittent condition with the ventricular proximal electrode was the only wiring issue found once the moisture was removed from the system. It was not possible to conclusively confirm that the intermittent condition was due to the damaged ventricular proximal electrode. Actions were previously opened to investigate this type of issue; no further action is needed at this time.